Manufacturer narrative:
Customer stated that she wants to cry. The keypad is not working. The keypad light comes on but nothing else works. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Pump received with no button response due to liquid crystal display keypad connector unlocked. Also received with cracked reservoir tube lip and minor scratched liquid crystal display window.